Event description:
A journal article was received which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were complications when extracting the implantable leads. The complications included: infection, minor bleeding, hypotension, hematoma, increased tricuspid regurgitation, pericardial effusion which required drainage, surgical extraction of the lead, and extended hospital stay time. The majority of the leads were fully explanted. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline age is 17 years old and the mean weight is 104 pounds. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extraction of select secure leads compared to conventional pacing leads in patients with congenital heart disease and congenital atrioventricular block. Heart rhythm. (B)(6) 2015; 12(6):1227-1232. (B)(4).